Event description:
In, 2001 the end-user called minimed, USA, and stated that the end user had two sets where the plastic hub came apart from adhesive. The tape remained attached to skin but the hub fell off. In 2001 maersk medical received the complaint and 41 unused infusion sets.